Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose around 600 mg/dl. The customer reported that insulin was leaking in the insulin pump. The customer stated that they were able to bring the blood glucose to 150 mg/dl. The reservoir will be returned for analysis.